Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 400 mg/dl, 469 mg/dl. Customer declined troubleshooting for high blood glucose level. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, self test and the displacement accuracy test. Device was connected to a test transmitter/sensor and monitored without any connection interruptions. Device and test transmitter/sensor calibrated successfully. Device received with cracked belt clip rail case corner and battery tube threads. Device received with scratched case. Device received with pillowing keypad overlay. (B)(4).